Event description:
The manufacturer received information the patiet alleged pressure issue. No other clinical information or medical interventions were reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information the patient alleged pressure issue. No other clinical information or medical interventions were reported. After further investigation, the device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. There was no patient harm or injury associated with this device and no increased risk to the intended user. Based on the information available, it is a non-reportable complaint.